Manufacturer narrative:
The insulin pump was received with prime/fill anomaly during rewind due to moisture damage on motor and electronic assembly. Unable to test for displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to fill anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to finish rewind load process. The customer's blood glucose level was unknown. The customer did not receive complete status with next highlighted on the screen. Customer states they were unable to exit the load reservoir process. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.